Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. The physician was using an ultrasound guided method of deployment wherein a side-view eus scope was used. During the procedure, the distal flange could not fully open during deployment. When the stent was removed from the patient it was still partially deployed on the delivery system. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastric outlet obstruction (pyloric stenosis). However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm in size and walled-off necrosis 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement to the jejunum. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. An axios stent and electrocautery-enhanced delivery system was received for analysis. The device was returned with the stent partially deployed and a severe torque mark at the distal end of the luer, showing stretching on one side of the mark and buckling on the other. The sheath remains attached to the slider hub. There is a bend in the distal section with a visible bulge located 6.3 cm from the distal end of the sheath. Black marks are present on one side of the outer sheath at the bend. The deployment hub is positioned at step 2. After releasing the deployment hub lock and sliding the hub distally past the detent, the hub was not under tension, and the slider did not move distally on its own. An attempt to deploy the proximal flange was unsuccessful. When the kink near the luer at the proximal end was held straight, the distal flange was able to be deployed with force. The deployment hub was pulled to step 4, but the proximal end of the stent remained stuck in the distal end of the outer sheath. The nosecone was pulled to free the proximal end of the stent from the sheath, but the stent failed to expand. The stent does not move relative to the retainer and appears to be caught on it. The distal flange has a fold at the saddle-to-flange transition. The proximal flange is attempting to expand, but its crown is attached to the retainer. The distal flange is not expanding at all. Although the crown comes free of the retainer, the proximal flange still fails to expand. The distal end of the outer sheath continues to cover the inner pusher; the pusher is not visible with the handle at step 4. Product analysis can confirm the reported event of stent partially deployed as the stent returned partially deployed. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. For the expansion issue, the stent expansion rates can be also negatively impacted by the following factors such as compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is packed into the catheter of the delivery system. This means the stent will be compressed more and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Additionally, it was found that the outer sheath stretched and bent. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the force of the physician applied, could have resulted in the damages encountered in the device. Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU. The complainant reported that the handle was rotated as the device was luer locked to the scope. During product analysis, it was found a severe torque mark at distal end of luer, with stretching on one side of the torque mark and buckling on the other side. The IFU states, rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope. The handle is not intended to be rotated as the device was luer locked to the scope. Furthermore, it was also reported that the axios stent was intended to be placed for a gastric outlet obstruction (pyloric stenosis). However, per the axios stent and electrocautery enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement to the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. The physician was using an ultrasound guided method of deployment wherein a side-view eus scope was used. During the procedure, the distal flange could not fully open during deployment. When the stent was removed from the patient it was still partially deployed on the delivery system. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastric outlet obstruction (pyloric stenosis). However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement to the jejunum. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."